Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients/methods were noted in the article; however, a one to one cor relation could not be made with manufacturers/methods/unique lot numbers/adverse events. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: hayase j, buch e, cryoballoon or contact force-guided radiofrequency catheter ablation for persistent atrial fibrillation: different strategies with similar results, heart rhythm (2018), doi: 10.1016/j.hrthm.2018.07.021. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports that there were ¿complications¿ while using a cryoablation balloon system: the only specific complication referenced was atrial tachycardia. There was no indication of any medical/surgical intervention or resolution noted. Of note, multiple patients/methods were noted in the article; however, a one to one correlation could not be made with unique methods/product lot numbers/adverse events. Further follow up did not yet yield any additional information. The status/location of the cryoballoon system is unknown. No further patient complications have been reported as a result of this event.